Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the permanent cautery hook instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the instrument log for the permanent cautery hook instrument (part# 470183-14/ lot/serial# (B)(4) associated with this event has been performed. Per this review of the logs, the permanent cautery hook instrument was last used on (B)(6) 2022 via system serial# (B)(4). There were 7 uses remaining after this last usage. A review of the provided image was performed by an isi failure analysis engineer (fae). The following additional information was provided: the broken cable looked like a pitch cable. Root cause of the failure mode cannot be confirmed prior to the return and analysis of the instrument. This event is being reported because this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the permanent cautery hook instrument was found to have the cable broken even though there was no excessive movement or external shock applied to the instrument. As it was the instrument that was being used to hold and suture the tissue, the operation was delayed, causing increased anesthesia and procedure time. A backup instrument of the same kind was used to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no abnormality identified. The silver cable of the permanent cautery spatula instrument was broken when the customer was performing sealing. There was no patient injury/harm due to procedure delay and no unexpected additional bleeding experienced by the patient. Additionally, the customer confirmed that arcing was not observed and no fragment fell inside of the patient.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information found in: d9, g3, g6, h2, h3, h6, and h10. Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint "there was not excessive movement or outer shock and wire was cut." Failure analysis found the primary failure of broken pitch cable to be related to the customer reported complaint. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. Additional observation(s) not reported by site was that the instrument was found to have indentations on the distal clevis, proximal clevis, as well as the edges of the distal idler pulleys. The root cause of mechanical indentations is typically attributed to user mishandling/misuse, such as instrument collisions or impact from an external object. A review of the provided image was performed by an isi failure analysis engineer (fae). The following additional information was provided: the broken cable looked like a pitch cable. Failure analysis investigations confirmed the root cause of the broken pitch cable was due to component failure.